Manufacturer narrative:
A field service engineer (fse) evaluated the instrument on 04/27/2015. The fse found that the tubing at port 4 of the center pad of the bsv was broken. The fse replaced the tubing, which repaired the leak and the failing controls. The repairs were verified per established procedures. (B)(4).

Event description:
The customer reported a leak from blood sampling valve (bsv) of the coulter lh 780 hematology analyzer while running controls. The instrument was also generating high platelet (plt) and red blood cell (rbc) counts on controls when the leak was noticed. The volume of the leak was about 10 ml and was not contained within the instrument. The customer was wearing personal protective equipment (ppe) consisting of gloves and a laboratory coat at the time of the occurrence and there was no report of injury or direct exposure to the leak. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.